Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, visual inspection of the catheter was performed, and no abnormalities were observed. The catheter was functionally tested by inserting a guidewire through the catheter, and the device was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing was not functional in all deployment state. The catheter was dissected and revealed some kinking of the flush lumen, likely causing the flushing difficulties.

Event description:
It was reported that during device preparation, attempts were made to flush the farawave pulsed field ablation catheter flush port but was unsuccessful. The flush port experienced occlusion and the catheter was replaced with another catheter. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis. It was further reported that the catheter had not been tested for deployment issue as this event occurred during preparation only. After the flushing issue with the catheter, it was replaced right away. The catheter was received for analysis.